Event description:
During an atrial fibrillation ablation, the ablation catheter stopped functioning. The error code indicated that the catheter temperature limiting sensor had failed. We attempted to trouble shoot the issue and contacted the support team. After changing the cable for the device with no change, the entire catheter was exchanged.